Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness/near syncope. It was noted that the patient was told there "was something wrong with wires". The rv lead remains in use. No further patient complications have been reported as a result of this event.